Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of cannula tip fracture. Engineering also observed a tear in the balloon. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by forces applied during the procedure in combination with lipid exposure of the tip of the cannula. The tear in the balloon was likely caused by contact with a sharp object or instrument. The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the combined initial and final. Based on the description of the event during initial intake of the complaint, the event was deemed not reportable. After evaluation by engineering, the event is deemed reportable due to the cannula tip fracture.

Event description:
Procedure performed: laparoscopic abdominal case. Event description: "the trocar broke while in patient's abdomen; the case was converted to open. No injury occurred to patient." Type of intervention: "the case was converted to open." Patient status: no patient injury or illness.